Manufacturer narrative:
(B) (4). (B) (4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent ¿shortening and collapse¿ occurred, requiring additional intervention. The 95% stenosed eccentric de novo lesion measuring 4.0mm in diameter and 22-24mm in length was located in a mildly tortuous and severely calcified proximal to mid left anterior descending artery (lad). The lesion was predilated with a 3.0x15mm non bsc balloon to 9 atms. Post balloon inflation, ivus measured the diameter of the vessel to be 4.3mm. A 4.0x24mm promus element was deployed in the lesion at 12 atms. Angiography showed that the stent recoiled, displaying a smaller stent lumen in the proximal portion of the stent, resulting in stent ¿shortening.¿ a 4.0x12mm non bsc balloon was advanced to the lesion, but could not cross. A 3.0x6mm non bsc balloon was advanced to the lesion and inflated to 18 atms, followed by a 4.0x6mm non bsc balloon inflated to 14 atms. A 4.0x8mm non bsc stent was then deployed at 10 atms overlapping the promus element stent. The 4.0x6mm non bsc stent was again inflated to 14 atms to post-dilate. No further patient injuries or complications occurred. Patient status is satisfactory.